Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was powered up and alarmed ec1660 which is an issue with processor on the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with error code 1660. There was no patient present at the time of the event. There were no reported adverse events.